Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) in (B)(6) 2011. Months later, mako was informed that the pt had been experiencing chronic pain and a total knee revision surgery was subsequently performed by the surgeon.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) and the restoris mck system. The makoplasty specialist (mps) discussed the revision with the surgeon. At the time of revision, the surgeon noted that the femoral component appeared well fixated to the bone. The surgeon however, found the tibial component as loose during the revision procedure. The surgeon also commented that there was no cement adhered to the underside of the tibial baseplate, and the failure was due to cementing technique (mixing cement in one batch instead of two as recommended in the user guide).